Event description:
It was reported to boston scientific (bsc) on 11/07/2006, that a customer encountered problems during use of a stent. According to the customer: "during the procedure, the stent could not release so the doctor used another one and finished this procedure." No pt complications were reported. Condition of pt was reported as "good". The following was found on 01/12/2007, by the MFR during investigation of the returned product: visual analysis on the returned product revealed that the microdelivery catheter was perforated at its distal end.

Manufacturer narrative:
Device evaluation: a review of the lot history record was performed on the related lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of MFR. The related lot had met all required specifications, and passed all visual inspections. The microdelivery catheter and stabilizer were returned wrapped around themselves, packaged in their opened pouch. The guidewire used in the procedure was not returned. Visual analysis was performed on the returned product and the following was revealed: the stent was protruding from the distal tip of the microcatheter, the stabilizer was compressed at its distal end, and the microcatheter was perforated at its distal end. The following functional analysis was performed on the stent system: after flushing the microdelivery catheter, the stabilizer was pulled out of the microdelivery catheter. Attempts to push the stent using the stabilizer were not made successful. The stent was removed from the distal end to be examined. Dimensional analysis indicated that all dimensions that were relevant to this complaint were not out of specification. The product returned did not fail to meet device, labeling, or packaging specifications. No corrective/preventative action is needed, because the percentage rate of complaints with similar malfunction as the device in question, has not exceeded the expected occurrence rate for this issue. The root cause for this complaint cannot be determined definitively. A possible contributory factor to the failure of stent deployment inside the pt may be caused by resistance encountered due to the anatomy of the lesion. If continuous flushing was not maintained throughout the procedure, friction may also be present within the system, creating resistance. Excessive force may have been applied between the stabilizer and the catheter in an effort to deploy the stent. The compressive force of the stabilizer pushing the stent around the bend or tortuous vessel may have caused the stent strut to perforate the distal end of the microdelivery catheter. H020002 / s5.